Manufacturer narrative:
One device was received for investigation. Visual inspection revealed the downstream occlusion sensor had fluid ingression. Review of the event history log confirmed the customer reported issue. However, functional testing could not duplicate the problem. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The cause of the reported issue was unknown. The device will be recalibrated.

Event description:
It was reported that the device does not recognize the inserted cassette. There was no patient involvement, and no human harm/adverse event reported.